Manufacturer narrative:
Reliability analysis evaluated 3 random sealed reservoirs and checked the o-rings/stopper groove for anomalies but none were present. Reliability analysis ran basal/bolus leaking tests. The reservoirs were filled with diluent and connected to a new infusion set, then the reservoirs were installed along with the connector into the 7xx insulin pump. The conclusion reservoirs did not leak and were not occluded. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and reservoir occlusion. Customer's blood glucose level was 30 mmol/l. Customer used reservoirs that were recalled and failed to resolve the high blood glucose issue by continually delivering boluses to themselves. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.